Manufacturer narrative:
Device not returned.

Event description:
It was reported that multiple intermittent minimum fill notifications occurred after filling a cartridge with 100 units of insulin. Customer added insulin to the cartridge and loaded it successfully. Additionally, the multiple intermittent occlusion alarms occurred. Reportedly, customer changed all supplies and resumed insulin delivery. No reported adverse impact to the customer's blood glucose.